Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000730, serial/lot #:(B)(6), rev. 4, product ID: bi71000490, serial/lot #:(B)(6), rev. 8, h3) the manufacturer representative (rep) went to the site to test the imaging system. The tilt was more than -45° degrees physically however the image acquisition system (ias) application read -4.93°. The rep worked with the factory support and software teams. After troubleshooting and using smart terminal. They had to replace the gantry motion controller and the optical switch. The door was not closing normally and it was one step per door close button press, so the rep performed an invalidate home and it was stuck at the tilt. The gantry motion controller and the optical switch were defective and needed to be replaced. They replaced the tilt optical switch and gantry motion controller. Codes: b01, c07, d02 the optical switch was returned for analysis. It was installed into a know working test system. The system initialized. Motion, generator, communication and charging readied. Motion calibration passed. Door opened and closed successfully. 2d and 3d images was successful. No failure was found. Codes: b01, c19, d14 returned: 2024-oct-10 the motion controller was returned for analysis. It was installed into a know working test system. The system did not initialized. Motion calibration failed. Motion, did not ready. Codes: b01, c02, d02 returned: 2024-oct-08 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was not able to be opened. It had to be manually opened. There was no patient involvement.